Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ this report is number 8 of 8 mdrs filed for the same event (reference 1825034-2015-04506 / 04507 / 04508 / 04509 / 04510 / 04511 / 04512 / 04513).

Event description:
It was reported that patient enrolled in a clinical study underwent an initial left hip arthroplasty on (B)(6), 2015 and an initial right hip arthroplasty on (B)(6), 2015. Subsequently, the patient underwent a radical debridement and irrigation revision procedure for the right hip on (B)(6), 2015 due to hematoma with possible infection. All products were removed and the patient was given antibiotics.